Event description:
It was reported by an experienced (10 years) user of piccs that there has been a dramatic increase in dvt's since february 2006. No pt complications reported. No further information reported.